Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported implant at tooth site 36 with damaged internal connection during placement procedure in mouth, so that it could not be finished. A new implant was placed to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt410, (osseotite tapered certain implant 4 x 10mm) for evaluation. A visual evaluation was performed, there was signs of usage. An unknown third party removal tool was stuck inside the implant. Unable to confirm drive feature damage. DHR review was completed for the subject lot number 2022100238. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100238 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, or the torque or speed applied during placement/seating exceeds recommended value. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction was not established. A third-party implant removal tool was stuck inside the implant. The reported event could not be verified.